Event description:
Hcp reported the pt had complaints of withdrawal including irritability, an increase in pain, shakiness, and nausea. They were not sure if the pt had oral pain medications at home. They decided to move the pump refill date to one week earlier than was scheduled and to change the refill alarm to 3cc instead of 2cc. The pt is reported to be doing fine so far.